Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and mesh was implanted and on 07/01/2008 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent laparoscopic lysis of adhesions, right ureterolysis, right salpingo-oophorectomy, anterior colporrhaphy, transobturator tape, monarc implant due to pelvic pain, right ovarian cyst, endometriosis and cystocele on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.